Event description:
It is reported that a customer experienced high blood glucose of over 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer states that they are currently off the insulin pump and had not been on pump therapy for nearly a month. The customer is on manual injections and is still running high on blood glucose. Furthermore the customer was hospitalized for a urinary track infection that traveled to the customer's kidneys. The date and time of the hospitalization was not provided. The customer was offered trouble shooting the insulin pump, but the customer was unable to remove the battery cap off the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error due to jammed motor gear box noted. The insulin pump was unable to perform displacement tests due to jammed motor gear box. The insulin pump had a stripped battery cap coin slot noted. The insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.